Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that due to too high torsional and tractive forces - originated during the screw in - and thereby resulting in high bending forces, one of the wings of the cross-pin is broken off. The other wings show heavy damages in screw in and screw out direction, whereas the damages in screw in direction prevailed, as well as secondary cracks. The friction traces on the bottom side of the head indicates that after the screw contacted the plate and was already fully tightened it was further turned. The investigation shows on the fractured surfaces the typical structure of a ductile forced rupture with secondary cracks resulting from too high bending forces. The root cause of the failure was that after the screw contacted the plate it was forcibly further turned. Indications for material or manufacturing related problems were not found in this investigation. The investigated failure modes (intraoperative plate fracture) and the related root cause (too high bending forces) can be clearly attributed to a user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time.

Event description:
It was reported by a hospital nurse that during a surgical procedure the screw head broke off without any forces whilst inserting the screw. The screw as well as the broken piece could be removed. A replacement was available to complete the surgery.

Event description:
It was reported by a hospital nurse that during a surgical procedure the screw head broke off without any forces whilst inserting the screw. The screw as well as the broken piece could be removed. A replacement was available to complete the surgery.